Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; however, an analysis was performed based on a photo of the device that the complainant provided. The photo revealed that the cutting wire was detached. Additionally, the label of the pouch device was noted to be ripped. According to the analysis of the photo provided by the customer the device was observed with the cutting wire detached. The failure found could had been generated if the device was not completely in contact with the tissue during energization or also if there was contact between the wire and the scope while electrical current was applied. Additionally, the label of the pouch device was noted to be ripped. This failure could have been caused by manipulation of the label during patient label removal. Based on all gathered information, the most probable cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.